Event description:
A report was received that the patient had an x-ray showing that the lead had migrated. It was noted that the patient had lost stimulation. The patient underwent a revision procedure wherein the lead was repositioned and sutured down. The patient was doing well postoperatively.